Event description:
A standard root canal treatment was being performed on patient by a general dentist, not a specialist. During treatment an endo file broke into four pieces and part of the file is still stuck in root canal because the doctor could not get file out. Doctor was able to complete the root canal treatment on other canals on the same tooth. X-ray showed that the canal with the tip was not filled. The entire procedure was completed and a crown was already put on. The patient was advised that she could be referred to a specialist or the office could continue to monitor the situation with the future possibility of removing the tooth and replacing with an implant. At this point the patient opted to continue to monitor. MFR ref#: 3004096429-2014-00006.